Event description:
It was reported that during a cholecystectomy jamming occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.